Event description:
It was reported that the patient's right ventricular lead exhibited non-sustained right ventricular oversensing. Upon stored electrogram review, several crosstalk and noise episodes were noted. The oversensing was not reproducible via pocket manipulation and isometrics. The noise cannot be programmed around. No further oversensing episodes were noted. The patient was stable and will be monitored.